Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced with multiple cartridges resulting in the syringe needle breaking. A new cartridge was successfully loaded to address the issue. Customer's blood glucose level was approximately 300 mg/dl.